Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported via phone call that the customer was hospitalized not because of insulin pump or auto mode malfunction, the customer was hospitalized because she did not have insulin to put in her insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 350 mg/dl. Customer report other blood glucose values were 299 mg/dl to 350 mg/dl and 304 mg/dl. The customer experienced symptoms such as throwing up. The customer was treated with intravenous insulin. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.